Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) was "acting funny" and they "can feel it and it's not doing like it's supposed to do." The ipg remains in use. No further patient complications have been reported as a result of this event.